Event description:
It was reported the customer experienced fluctuating blood glucose levels. Troubleshooting was performed and the pump passed delivery system check.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted. T:slim user guide indicates, the cartridge is contraindicated for use with products other than humalog and novolog.